Manufacturer narrative:
The device was returned to the service center for evaluation. The scope nozzle was found clogged. The objective lens was found to have tiny chips on the edge and scratches on the surface. There was no cracks noted on the objective lens. The scope¿s image was checked and a white dot was noted in the image. All the switches were found functional. The investigation is ongoing and if additional information is received this report will be supplemented accordingly. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during reprocessing, white foreign material was noted exiting from the air/water nozzle. There was no patient involvement reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. The nozzle was found to be clogged with a black foreign material. Based on the results of the investigation, although a root cause could not be conclusively determined, the foreign material was likely a piece of injection tube which belongs to the subject endoscope or a piece of silicone rubber product used in the endoscopy room.